Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation ablation procedure using a 6f sheath. Reportedly, the physician noticed that the foot of the device was sitting partially outside of the distal guide [failure to fully close]; therefore, the device was not used in the patient. There was no patient involvement. Another prostyle device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a possible indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. There was no indication in the returned device for the foot to be sitting outside its pocket. The device foot was opened and closed and was subjected to restriction to attempt replication. No abnormalities were shown. There is no indication of a product quality issue with respect to manufacture, design or labeling.